Manufacturer narrative:
Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the pipeline pushwire break was due to strong delivery force applied during de ployment.

Event description:
Medtronic received a report that a pipeline pushwire broke at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left internal carotid artery aneurysm with a saccular morphology. Aneurysm dimensions were unknown. Landing zone (arterysize): distal 4.2 mm and proximal 5.0 mm. Vessel tortuosity was moderate. The access vessel was the femoral (8 mm). When the physician tried to deploy the pipeline vantage, it was broken away from the pushwire of the device and the physician aspirated the device through the phenom plus to remove from the patient. No friction or difficulty was reported. The pipeline was removed from the patient. The catheter was flushed as indicated in the IFU. Dapt (dual antiplatelet treatment) was administered (ascriptin 300 mg and clopidogrel 75 mg). The angiographic result post procedure was good. A positioning of a flow diverter treatment was noted. There were no patient symptoms or complications associated with this event.   Ancillary devices: guide catheter neuronmax, guidewire syncro

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.